Event description:
The customer reported being hospitalized due to dehydration and high blood glucose of 333 mg/dl. The customer stated that the events leading to her admission were high glucose and leg cramps. The customer was experiencing unexplained high glucose for the past thirty days. The customer declined to troubleshoot and requested a replacement of the insulin pump. The customer's most recent glucose reading was 151 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.